Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy combined with rectal sling, and implantation of a bard ptfe mesh. The operative dictation notes that the portion of the procedure for vaginal repair work may be worthwhile to wait and have her recover from the effects of the surgical procedure today rather than proceeding immediately. On (B)(6) 2004 - the patient underwent anterior colporrhaphy with implantation of a non-davol mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.